Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 121-149mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. The meter memory results were undisclosed. Customer is concerned with results of 244mg/dl fasting. Customer performed a blood test during the call using another vial of strips he purchased today and received a reading of 246 mg/dl, customer refused to performed another blood test. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 121-149mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed customer's test strips are being stored properly and opened vial date on (B)(6) 2015. The meter memory results were undisclosed. Customer is concerned with results of 244mg/dl fasting. Customer performed a blood test during the call using another vial of strips she purchased today and received a reading of 246 mg/dl, customer refused to performed another blood test. Adverse event not reported.